Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition. During functional testing, pressurized both chambers and performed a 2 hour test run. Both chambers remained pressurized throughout test. The pressure at the gauges were indicated to be 250 mmhg when they both should be indicating 300 mmhg. Checked pressure chamber function on both units and checked to see if bladder completely inflates. It was noticed that on occasion the switch on unit would slide back from the positive position after being activated. When this happened, the bladder would not completely inflate. The root cause of the reported issue was found to be a the cuff was at fault. Valve assembly to be replaced.

Event description:
It was reported that the unit's compressor has failed on four separate occasions. There was a critical situation in which a 350ml bag did not pressurize blood to the patient. No patient injury was reported.